Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "5- to 13-year follow-up study on cementless femoral compone" by anil b. Krishnamurthy, md, steven j. Macdonald, md, frcs, and wayne g. Paprosky, md published by the journal of arthroplasty vol. 12 no. 8 1997 was reviewed for MDR reportability. The article discusses follow up on revision surgeries in which depuy aml stems were utilized. The article lists reasons of why the initial revisions were conducted but also includes adverse events related to aml stems at follow up. In total, seven hips had stem related adverse events of radiographic findings of instability: asymptomatic subsidence with distal pedestal formation (2) that were not revised and symptomatic of pain that were revised (5). The article notes "in each of the failures, the stems were undersized and straight" and revision included replacing stem with "a more cana-filling, curved, extensively porous-coated stem." The article mentions dislocation was also a mjaor complication in 8 patients but "none of the patients required revision surgery" and it does not clarify intervention (if any) was provided or which products were related to this adverse event. The article mentions that acetabular components were also utilized in initial revision surgery but "none of the 10 porous-coated spiked cups (depuy) have been re-revised. All other acetabular components identified were non depuy. Adverse events related to depuy products: pain, surgical intervention, subsidence. Impacted products: depuy aml stem.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.